Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon inserted a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+4.5/111 diopter, in the patient's right eye on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vaulting. The lens was exchanged for a shorter lens, and the problem was resolved.

Manufacturer narrative:
The vault value went from 1215 micrometers to 452 micrometers. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens and dried, discolored material on lens surface. (B)(4).